Manufacturer narrative:
Event site name: (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had cracked lower screen. There was no patient involvement reported.